Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up arrow, esc and act buttons was not responding. The customer blood glucose level was 153 mg/dl. Customer stated that the time advanced one minute. Customer press esc and act to clear the missed bolus alarm, after multiple attempts customer stated that he was unable to clear the alarm. Customer stated insulin pump was exposed to moisture. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test. Unable to confirm no button response due to frozen display.